Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-capture and dislodgement. A new lead was implanted. The lead is available for evaluation. No additional adverse patient effects were reported.